Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency department due to possible inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for supra ventricular tachycardia (svt) based on morphology. The device remains in use. No further patient complications have been reported as a result of this event.